Event description:
It was reported that "locking screw would not come out of plate".

Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.